Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Manufacturer contacted customer with follow up phone calls for knowing customer's condition; on (B)(6) 2016 customer's husband stated the "wife is stable and her vitals are good"; customer is asymptomatic at the time of the call; customer confirmed newly that was admitted at the hospital on (B)(6) 2016; customer was treated with novalog insulin; customer unknown details what is the diagnostic giving by the medical facility. Customer glucose levels has dropped as 140mg/dl; customer continue hospitalized. On (B)(6) 2016, customer informed is comfortable with the new product reading;customer feels well and the glucose levels are under control.

Event description:
Consumer reported complaint for high blood glucose test results. Customer's husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 400 mg/dl and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer reports symptoms of feeling groggy and weak. The test strip lot manufacturer's expiration date is 12/28/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer' s husband called in stating that last week his wife received a new true metrix air meter from health insurance provider. Husband stated that health insurance provider "provided test strips that do not fit the wife's meter" and therefore, the customer has not used the true metrix air meter since received it. The customer's husband states that he believes that the customer has been using her previous true result meter to test but the meter is not present to provide additional information. The customer's husband informed me that his wife believed that the true metrix control solution was insulin and has been injecting herself with the true metrix control solution (lot # 6bc1a14). The customer stated that he does not recall the exact day that his wife began doing this but that he does recall "severing off the top" of the control solution so that the customer could better fit her insulin needle into the solution on friday. The customer's husband does not know now often the customer was injecting herself with the true metrix control solution but that s and may have been attempting to treat herself with the control solution in the same manner. The customer's husband informed that the true metrix control solution is not meant to be injected; the customer's husband informed the proper use of the control solution and where to find the instructions in the customer's owner's manual. The customer's husband instructed on how to use the control solution and advised that if the customer should need assistance to please call for assistance. The customer stated that on sunday afternoon at 2:00 pm husband took the wife to the hospital for symptoms of weakness and grogginess as well as a blood sugar result of 400 mg/dl fasting.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer's condition; on (B)(6) 2016 customer's husband stated the "wife is stable and her vitals are good"; customer is asymptomatic at the time of the call; customer confirmed newly that was admitted at the hospital on (B)(6) 2016; customer was treated with novalog insulin; customer unknown details what is the diagnostic giving by the medical facility. Customer glucose levels has dropped as 140mg/dl; customer continue hospitalized. On (B)(6) 2016, customer informed is comfortable with the new product reading;customer feels well and the glucose levels are under control.

Event description:
Consumer reported complaint for high blood glucose test results. Customer's husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 400 mg/dl and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer reports symptoms of feeling groggy and weak. The test strip lot manufacturer's expiration date is 12/28/2018 and open vial date is 09/16/2016. The meter memory was reviewed for previous test result history : undisclosed. The customer' s husband called in stating that last week his wife received a new true metrix air meter from health insurance provider. Husband stated that health insurance provider "provided test strips that do not fit the wife's meter" and therefore, the customer has not used the true metrix air meter since received it. The customer's husband states that he believes that the customer has been using her previous true result meter to test but the meter is not present to provide additional information. The customer's husband informed me that his wife believed that the true metrix control solution was insulin and has been injecting herself with the true metrix control solution (lot# 6bc1a14). The customer stated that he does not recall the exact day that his wife began doing this but that he does recall "severing off the top" of the control solution so that the customer could better fit her insulin needle into the solution on friday. The customer's husband does not know now often the customer was injecting herself with the true metrix control solution but that s and may have been attempting to treat herself with the control solution in the same manner. The customer's husband informed that the true metrix control solution is not meant to be injected;the customer's husband informed the proper use of the control solution and where to find the instructions in the customer's owner's manual. The customer's husband instructed on how to use the control solution and advised that if the customer should need assistance to please call for assistance. The customer stated that on sunday afternoon at 2:00 pm husband took the wife to the hospital for symptoms of weakness and grogginess as well as a blood sugar result of 400 mg/dl fasting.